Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - surgical procedure, incision sutured, lens (iol), torn, split, cracked. (B)(4). Lens not returned.

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury. Another same model lens was implanted and suture was required. The reporter stated the lens damage was due to loading.